Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for one patient sample. The customer used cobas 6000 e 601 module serial number (B)(4). All testing was performed in sample cups. The initial result was 0.034 uiu/ml and the repeat result was 0.033 uiu/ml. A new aliquot of the same sample was tested on different cobas e601 analyzers and the results were 3.56 uiu/ml, 3.71 uiu/ml, and 3.53 uiu/ml. The customer replaced the reagent pack on the original analyzer and tested a new aliquot of the same sample programmed to run on the analyzer like a control. The result was 3.62 uiu/ml with a data flag. The erroneous results were not reported outside the laboratory. The patient was not adversely affected. The issue did not reoccur after the replacement of the regent pack.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested, but was not provided. From the information provided, a general reagent issue could likely be excluded.possible causes include pre-analytical handling, insufficient sample volume, or foam or bubbles on the reagent or sample.